Event description:
Complainant alleged that the medics, after successfully defibrillating an 84 yr old female pt with breathing difficulties, were attempting to monitor the pt, but the device intermittently lost its video display. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.